Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0azzc, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Analysis of the implantable neurostimulator (ins) (B)(4)revealed no significant anomaly; normal end of life no telemetry, no output. The ins was received with the battery status at eos. A longevity estimate was done based on the programmed parameters from the initial review of the ins when it was received for analysis. The longevity estimate is 9.88 months to eri and 13.72 months to eos. The ins had been implanted 27.4 months ((B)(6) 2014 to (B)(6) 2016). Based on the parameters received the ins experienced normal battery depletion.

Event description:
Patient had symptoms completely return, urinary retention. She could no longer feel the stim. Impedance measures were all over 4000. Impedance tests were completed and it was found that the battery was end of services (eos). The patient had a revision and a replacement. It was noted as unknown if issue was resolve at the time of the report. Patient now has a new lead and was testing the therapy. The physician felt that her lead was not plugged all of the way into the battery when she opened up the pocket. She also felt that the screw would not lose to let go of the lead. After some trial she removed the lead. And the battery fell off of the end just with its own weight. The indications for use for this patient were gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.